Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a gemini stone retrieval paired wire/helical basket was used for a stone removal procedure performed on (B)(6), 2009. According to the complainant, "the plastic part that covers the tip had no covering and had metal sticking out." No part of the device detached, and no stone was present in the device when the malfunction occurred. Additional event clarification is currently unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".